Manufacturer narrative:
Additional narrative: the subject device is not available for evaluation as it remains implanted in the patient. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article "cusp overlap technique during valve-in-valve tavi using the novel navitor transcatheter heart valve", the following event was identified as pertaining to an edwards device: a (B)(6) male patient with a perimount valve model 280023mm implanted in the aortic position underwent a valve-in-valve (viv) procedure due to symptomatic, severe structural valve deterioration after an implant duration of approximately 12 years. Transthoracic echocardiography showed a mean transprosthetic gradient of 80mmhg, but no regurgitation. A 25mm non-edwards device was successfully implanted within the existing edwards surgical device under local anesthesia. As reported, physician was not willing to provide any further information related to this case.

Manufacturer narrative:
H10: additional manufacturer narrative: updated section h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors (pre-existing valvular disease, metabolic disorders and other patient's co-morbidities) and is not usually an indication of a device malfunction. The cause of the event was most likely due to patient factors and progression of underlying valvular disease.